Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found accessory tips may remain hot enough to cause burns after the electrosurgical current is deactivated. Inadvertent activation or movement of wands outside the field of vision may result in injury to the patient. Localized burns to the patient or physician may result from electrosurgical current carried through other instruments and conductive objects. A review of risk management files found that the reported failure was documented appropriately. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A relationship, if any, between the subject device and the reported event could not be determined. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that, after a tonsillectomy and adenoidectomy, it was noted that the patient had a hole on the soft palate. A surgical intervention was required to treat the injury. The patient's final outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.